Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. There has been no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the rotor bearings were corroded. The bearings, motor, and other components were replaced.